Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that in (B)(6) 2016, the patient experienced sudden burning, tightness, and numbness that started at the implantable neurostimulator (ins) pocket site and traveled laterally towards the patient¿s stomach and back. It was also noted that the burning occurred following recharging during the day and the tightness occurred during charging. The ins pocket site was check and no infection was noted. It was also confirmed that the patient did not see a temperature screen on the implantable neurological stimulator recharger (insr), there were no falls or procedures related to the issue, and the patient was able to achieve good coupling when recharging; it was stated that once, the patient only had 2 coupling bars. It was stated that the battery site felt warm to the touch; no skin abnormalities were reported. An impedance test was performed and resulted in normal impedances. It was noted that the patient was getting good tremor control, but was not getting dyskinesia control. It was later reported that the patient had a ¿severe episode¿ 2 days ago, and the symptoms persisted with the ins off. It was clarified that the ¿severe episode¿ was referring to the burning/tingling sensation around the patient¿s stomach. It was also noted that the health care provider (hcp) took an x-ray and determined that there was no system issue. The hcp also recommended that the patient charges every other day as she was charging daily for short periods of time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.